Event description:
It was reported that during a peripheral intervention treatment procedure a stent damage occurred. During use of a 8 x 80mm x 100cm wallstent uni stent delivery system (sds) the stent kinked inside the patient during the physician's attempt to deploy the device. The wallstent uni sds was removed. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that target lesion was located in the iliac artery. During use of the 8 x 80mm x 100cm wallstent uni stent delivery system (sds) no resistance was encountered. "Only stent shaft kink, the catheter didn't kink." "When the "stent shaft has kink the doctor pull it out immediately." No patient complications were reported. The procedure was completed without stenting via an unspecified balloon.

Manufacturer narrative:
(B)(4).